Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly experienced elevated blood glucose level of 12 mmol/l; self-treated via pump without success. Caller reported customer went to the hospital where her blood glucose level was measured as 23 mmol/l and was treated with insulin via syringe. Caller stated hospital and customer assume malfunction of pump. Requested return of the alleged device for evaluation.